Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found noise is generated, no image displayed due to disconnection of the image pick up cable (image sensor cable unit). Noise generated due to scraping of the electrical contacts on the video connector and generated no image. The customer reported issue was confirmed. Furthermore, during inspection, the following findings were noted: curved rubber scratched due to external factors are recognized. The curved rubber adhesive is missing. The angle fixing part of the operation part is loose. Scratches found on video connector, operation part , grip , universal cord, light guide, video connector case noted and due to external factors. Device evaluation findings confirmed the customer reported issue. The failure found to be attributed to scraping (deformation/damage) of the electrical contact on the video connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of image noise. The issue fund during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found no image displayed, noise generated due to the scraping (deformation/damage) of the electrical contact on the video connector.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely causes of the reported event is due a defective image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Also, foreign material adhered to or scratch on the electrical contact of video connector can cause unstable communication with the system. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.